Event description:
It was reported that during a mastectomy procedure, when the surgeon was firing the device, the clips would not close all the way in the back portion of the clip. Some of the clips were scissoring. Another same like device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.